Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. This is 2 of 2 reports in which the patient was hospitalized. On or around on (B)(6) 2025, the patient reported being hospitalized due to inaccurate cgm readings. However, the patient was unable to provide further details regarding the event. No symptoms, cgm readings, blood glucose values, or treatment information were reported. There was no documentation of medical evaluation or intervention associated with this event. At the time of the report, the patient was noted to be stable. Multiple attempts to contact the patient for additional information were unsuccessful, and no further details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 2 of 2 reports of hospitalization that occurred two separate times. Please see related records (B)(4).